Manufacturer narrative:
The fiber was returned to the manufacturer for analysis. Analysis found that as reported the fiber had a kink near the tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a catheter placement procedure. It was reported that intra-operatively, the ten millimeter fiber appeared to have a kink in the end prior to assembly. An additional stiffening stylet and ten millimeters fiber were opened to complete the case. The procedure was completed and there was no reported impact to patient outcome. There was no reported surgical delay.